Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with non-severe explant damage.

Event description:
It was reported that the right ventricular (rv) lead had high/unstable thresholds and intermittent exit block. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: addr01 ipg: (B)(6) 2011. (B)(4).